Event description:
It was reported that trauma surgeon at (B)(6) was trying to remove two iliac bolts. One bolt came out. The other did not come out. They ended up removing the tulip from the screw and leaving the bolt in.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: according to the IFU, instruments which have experienced extensive use or extensive force are more susceptible to fracture. In addition, it may have been possible that the surgeon applied an excessive amount of torque to remove the implanted screws as they were implanted for roughly 1.5 years. Utilizing additional torque (knowing or unknowingly) can result in additional forces acting on the screw head and shaft interface thereby leading to breakage. Conclusion: a plausible root cause is age of device and/or user error.

Event description:
It was reported that trauma surgeon at uw madison was trying to remove two iliac bolts. One bolt came out. The other did not come out. They ended up removing the tulip from the screw and leaving the bolt in.